Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned. Rationale: CAPA# (B)(4) raised. Sa# (B)(4) opened.

Event description:
It was reported that blood leaked out of the back of the bd venflon¿ pro safety peripheral safety IV catheter cannulas open port during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported that when they opened the port for the venflon pro safety cannula, there was blood that flowed back out of the cannula through the open port."